Manufacturer narrative:
The lens was implanted on 25-feb-2019 and explanted on 27-mar-2019. The patient experienced pain and the pain was resolved after icl exchange.. The lens was exchanged for a shorter lens and the problem was resolved. The patient had lasik ou on 14-may-2019 to correct residual astigmatism. The cause of the event was due to sizing nomogram. Patient code: 3191 - secondary surgical intervention, lens exchanged. (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in a vial. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -8.0/+4.0/094 (sphere/cylinder/axis), in the patient's left eye (os). The lens was explanted due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.